Event description:
It was reported that the patient complained of not being able to pump device. Physician did not replace device, physician and rep were able to press release valve before surgical intervention started on patient and fixed the issue.